Event description:
It was reported that the sheath of the burr was fractured. The target lesion was located in the moderate to severely calcified proximal to middle end of the left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the balloon pre-dilation presented the whirl bone phenomenon. The semi-compliant balloon could not fully dilate the lesion. The physician chose this device to ablate the lesion but it was noted that the sheath of the burr was fractured during the treatment. There was a visible separation noted with the sheath of the burr. The device was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.